Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - maquet powerled ii. As it was stated and confirmed by photographic evidence, the paint chipping has been observed on main tube around the brake screw area. According to the information provided, the device is not covered by getinge service agreement. No patient involvement and no injury have been reported.